Manufacturer narrative:
PMA #p100022/s014. Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g. 1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. Problem statement "the wire guide got torn off in delivery system." As per complaint form: after successful access to target lesion, vessel was pre-dilated. Then stent placement was started. The first part (ca. 25-30%) of the stent could be released normally. But then stent got stuck; after further turning of the thumb wheel, there was no reaction and the internal wire seems to have broken. The stent could only be placed after pushing the sheath back and forth and manipulating it. In the end, the stent could be placed, but is partially damaged. All parts of the introducer system could be removed, but stent is still damaged and due to difficult placement elongated." Device evaluation: the zisv6-35-80-6.0-100-ptx deviceinvolved in this complaint was returned for evaluation, without the original packaging. With the information provided, a physical examination and document based investigation was conducted. Images from the procedure were provided. The investigation will be updated once the images have been reviewed. From customer testimony, it is known that the complaint device was advanced over a terumo 0.035¿ diameter wire guide. Resistance was encountered during deployment. The patient anatomy was not tortuous, but the target lesion was calcified. Pre-dilation was conducted prior to stent deployment. The device was flushed prior to use. The device related to this occurrence underwent a laboratory evaluation on the 14th june 2018. On evaluation of the returned device, it was noted that the device was returned disassembled. The stent was not returned with the device. The retraction wire was found to be separated from the stent retraction sheath (srs). There was significant damage noted on the proximal portion of the proximal inner component. It was not possible to pass a 0.035¿ diameter wire guide through the damaged portion of the proximal inner. Complaint is confirmed as the failure was verified in the laboratory. The retraction wire was found to be separated from the stent retraction sheath (srs). Possible causes for this occurrence could include the calcified lesion. The difficult anatomy could have created resistance during deployment, which could have caused or contributed to the retraction wire separating from the stent retraction sheath. The damage to the proximal inner could have occurred as the physician manipulated the device to deploy the stent. However, as the images have not yet been reviewed and the circumstances of use cannot be replicated in a laboratory environment, a definitive root cause cannot be determined. There is no evidence to suggest that the customer did not follow the instructions for use. A CAPA has been initiated to document and track the actions taken to investigate the stent retraction wire/stent retraction sheath joint separation. Document review: prior to distribution all zilver ptx devices are subject to visual inspection and functional checks to ensure device integrity as per fqc. A review of the relevant manufacturing records revealed no discrepancies that could have contributed to this complaint. Upon review of complaints, this failure mode has not occurred previously with this lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with this lot number. Summary: complaint is confirmed as the failure was verified in the laboratory. The retraction wire was found to be separated from the stent retraction sheath (srs).the risk was determined to be low (category iii). According to the initial reporter, the patient required additional monitoring and may require secondary intervention at a later date due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Initial MDR is being submitted based on serious injury. Additional monitoring was required after the device malfunction. The wire guide got torn off in delivery system. "As per complaint form": after successful access to target lesion, vessel was pre-dilated. Then stent placement was started. The first part (ca. 25-30%) of the stent could be released normally. But then stent got stuck; after further turning of the thumb wheel, there was no reaction and the internal wire seems to have broken. The stent could only be placed after pushing the sheath back and forth and manipulating it. In the end, the stent could be placed, but is partially damaged (see pictures. Photo only as printout, no digital version available; will be send with the returned device). All parts of the introducer system could be removed, but stent is still damaged and due to difficult placement elongated.

Event description:
This follow up is being submitted due additional information the wire guide got torn off in delivery system. "As per complaint form": after successful access to target lesion, vessel was pre-dilated. Then stent placement was started. The first part (ca. 25-30%) of the stent could be released normally. But then stent got stuck; after further turning of the thumb wheel, there was no reaction and the internal wire seems to have broken. The stent could only be placed after pushing the sheath back and forth and manipulating it. In the end, the stent could be placed, but is partially damaged (see pictures. Photo only as printout, no digital version available; will be send with the returned device). All parts of the introducer system could be removed, but stent is still damaged and due to difficult placement elongated. New information october 2018: rep reported that device had multiple stent fracture after 6 months. Cc form: in may 2018 a complaint was logged. Now the patient came back with new problems. The angiography showed that this stent is now fractured several times. See photo. Dr. Rüede has done an instent-stenting with eluvia in the hope that the problem is solved.

Manufacturer narrative:
PMA #p100022/s014 cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031 information pertaining to section g. 1 as follows: importer site contact and address: ed sutkowski cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195 importer site establishment registration number: 3005580113 investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
This follow up is being submitted due to the receipt of additional images. The wire guide got torn off in delivery system. "As per complaint form": after successful access to target lesion, vessel was pre-dilated. Then stent placement was started. The first part (ca. 25-30%) of the stent could be released normally. But then stent got stuck; after further turning of the thumb wheel, there was no reaction and the internal wire seems to have broken. The stent could only be placed after pushing the sheath back and forth and manipulating it. In the end, the stent could be placed, but is partially damaged (see pictures. Photo only as printout, no digital version available; will be send with the returned device). All parts of the introducer system could be removed, but stent is still damaged and due to difficult placement elongated.

Manufacturer narrative:
PMA #p100022/s014. Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g. 1 as follows: importer site contact and address: (B)(6) cook medical incorporated (cmi), 1025 acuff road, p.o box 4195, bloomington, indiana, 47402-4195, importer site establishment registration number: 3005580113. Additional information (image review) received: images were provided to support the complaint investigation. They were reviewed through cook research inc. (Cri) and the following comments were provided by the independent reviewer (ref att. ' (B)(4) imaging review ver 1') is the complaint confirmed? (See description of event on complaint report): yes. The complaint of a stretched stent secondary to reported retraction ribbon and retraction sheath separation is confirmed. No residual stenosis was present on completion angiography. Observation of device effects, relative to the patient's anatomy: none. Observation of device effects, relative to the disease state: none. Observation of significant findings relative to the use of the device: none. Observation of additional device findings relative to the clinical perspective: none. Other (as requested in complaint review intake form): none. Findings: 1. Four images photographed off an angiography monitor are provided along with the complaint report. 2. The first image demonstrates a focal, left mid sfa (superficial femoral artery) severe stenosis with a tandem 3cm long, mild to moderate (25%-50%) stenosis, approximately 5cm downstream. The segment was mildly calcified. 3. The second image after pre-implantation angioplasty demonstrates improvement but dissection at the severe stenosis and worsening of the mild to moderate stenosis. 4. A non-contrast fluoroscopic spot image of the zilver ptx stent after deployment demonstrates that the stent was severely stretched after approximately 36mm had been deployed. Then a normal short segment of mid stent was followed by another shorter stretched segment. 5. Because the proximal end of the stent could just be identified, whether or not it was stretched could not be determined. 6. A final completion angiographic image demonstrates no residual stenosis through the stent. The stent was stretched approximately 45mm longer than its design length. Impression: the complaint of a stretched stent secondary to reported retraction ribbon and retraction sheath separation is confirmed. No residual stenosis was present on completion angiography. .

Event description:
This follow up is a correction report. This file continues to address the initial event in (B)(6) 2018 however a new separate file has been opened (3001845648-2018-00603) to address the stent fracture after 6 months. The wire guide got torn off in delivery system. "As per complaint form": after successful access to target lesion, vessel was pre-dilated. Then stent placement was started. The first part (ca. 25-30%) of the stent could be released normally. But then stent got stuck; after further turning of the thumb wheel, there was no reaction and the internal wire seems to have broken. The stent could only be placed after pushing the sheath back and forth and manipulating it. In the end, the stent could be placed, but is partially damaged.. Photo only as printout, no digital version available; will be send with the returned device). All parts of the introducer system could be removed, but stent is still damaged and due to difficult placement elongated. New information october 2018: rep reported that device had multiple stent fracture after 6 months. Cc form: in (B)(6) 2018 a complaint was logged. Now the patient came back with new problems. The angiography showed that this stent is now fractured several times. See photo. Dr. Rüede has done an instent-stenting with eluvia in the hope that the problem is solved.

Manufacturer narrative:
PMA #p100022/s014. Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g. 1 as follows: importer site contact and address: (B)(6) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington, indiana 47402-4195. Importer site establishment registration number: (B)(4). This report is a correction report. This file addresses the stent elongation and additional monitoring required for this zisv6-35-80-6.0-100-ptx stent, following the index procedure in (B)(6) 2018. Additional information was received which indicated that the stent fractured after 6 months. Initially this was fracture malfunction and intervention was reported under this file however it is now being addressed in a separate file (3001845648-2018-00603).